Event description:
A ventilator was returned to a third party service center for eval. There was no pt harm or injury.

Manufacturer narrative:
During the eval of the device at a third party service center, a failure related to the ability of the device to operate using battery power was observed. The device's internal battery was replaced to address the issue.